Event description:
Device was used during a thoracoscopic bullectomy procedure. Staples did not form properly. The original application site was resected and the procedure was completed without incident. The hosp has reported pt status as satisfactory.